Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, service history, trending by product line and system serial number and the system hazard use and misuse analysis. The DHR (device history record) was reviewed and there was no non-conformance found that could contribute to the reported failure mode. The complaint history for the cyclesure bi, lot 342091, revealed no other similar reported complaint. Trending analysis for problem code "media evaporation" does not indicate a significant trend in complaints over the past 12 months. The shuma (system hazard use and misuse analysis) was reviewed regarding the risk of an unsterile load due to not following the instructions of bi for proper use shows a risk index of 4. The risk is "as low as reasonably practicable" (alarp). Testing of the retain samples lot 342091 was not performed because the issue was found to be due to user error. Based on the information available, the media evaporated for both the bis because the caps were not depressed. Per cyclesure IFU, immediately after the sterilization cycle, press the cap down until firmly seated in order to seal the vial. The load recall information was not reported, however, it is advised in the IFU that in any case the media evaporates during the incubation period, the results are invalid for that individual sample. The load should be recalled and a new bi should be used. Overall, this issue is due to user not following the cyclesure instructions for use.

Event description:
A customer reported media evaporation in the cyclesure bi after approximately 72 hours. Both the control vial and the processed vial were completely evaporated. The reporter stated that the cap was not fully depressed. Additionally, it is reported that there was no problem with the bis before the media evaporation was found. It is unknown if the load was recalled and reprocessed. The sterrad cycle was completed and no harm or injury was reported.

Manufacturer narrative:
Concommitant products: sterrad system (unknown product code and serial number). The IFU states in part... Readout of results: a. Observe each vial for color change from purple to yellow and/or for turbidity of the media. Record results after 24 hours but prior to 7 days of incubation. After 7 days the color may revert to purple. Other considerations check the integrity of the media ampule prior to, and after sterrad processing. If a broken ampule is found before processing, use another sterrad cyclesure 24. If a broken ampule is found after processing, process a subsequent load with another sterrad cyclesure 24. To discard the broken ampule. To enable the sterilant, hydrogen peroxide, to get into the sterrad cyclesure 24 vial: do not place tape or labels over the holes in the cap of the sterrad cyclesure 24 bi prior to processing. Do not push the cap down prior to processing. Do not use a sterrad cyclesure 24 bi if media in the ampule and/or chemical indicator on top of the ampoule is yellow prior to the sterilization cycle. Refer to the sterrad system operator's manual for proper loading of the sterilizer.